Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4)

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. Based on field service engineer statement, the control printed circuit board was found defective and was replaced to resolve the problem. The issue was decided to be reported as the defective control printed circuit board may lead to stop of ventilation. There was no patient involvement. Unfortunately, the claimed part was not available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of field g2 report source was required. This is based on the internal evaluation. Previous report source: foreign, user facility, company representative corrected report source: foreign, distributor.

Event description:
Manufacturer's ref. #: (B)(4).